Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
Conclusions: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's hearing performance with the device was affected. In 2019 affected channels have been observed during in situ measurement but recipient_s hearing performance was not affected. In (B)(6) 2020 evaluation revealed a decrease in hearing performance, also this decrease was not noted by the recipient before. The recipient has been re-implanted with a new device.